Event description:
It was reported by the pt, according to the surgeon, an ees stapler was used during the surgery. Pt stated after being diagnosed with colon cancer, the surgery was in 2000. One day prior to discharge pt became sick and returned to surgery with peritonitis. The pt was informed by the surgeon the staple line failed and it was a 1:1000 chance of it occurring. During the second procedure a temporary ileostomy was done and the suture line was hand sutured. Eight weeks later, the ileostomy was reversed. Caller was informed that the stapler and staple was returned to the co. The pt had no insurance and paid for initial surgery. Pt is asking for help with medical expenses for the add'l two surgeries.